Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's mother also reported that they had insulin build up under the skin. The customer's mother stated that they had blood glucose of 352 mg/dl and took manual injection to treat. The customer's mother stated that the blood glucose later went up to 313 mg/dl again. The customer's mother stated that it was due to site. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.